Manufacturer narrative:
Based on the information provided, no conclusions can be made. The information obtained is limited to the article. As reported, patients experienced post-op complications including seroma, hematoma, wound infection, chronic pain, and hernia recurrence. The reported complications are known inherent risks of surgery/use of the device. The adverse reaction section of the instructions-for-use (IFU), supplied with the device identifies seroma, hematoma, pain, infection, and recurrence of the hernia as possible complications. Regarding infection the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (B)(6) 2014) is provided as an estimate based on the information provided. This MDR represents the bard/davol ventralight st mesh. An additional MDR was submitted to represent the bard soft mesh. Device remains implanted.

Event description:
Per journal article -international journal of abdominal wall and hernia surgery, volume 5, issue 2, april-june 2022- "a novel hybrid approach to the repair of flank hernias", chou, et al.: hybrid repair of flank hernias. As reported, about twenty-five patients (13male and 12 female) were included in a hybrid repair of their flank hernia during april 2014 to january 2020. It was reported that ventralight st, soft mesh, non bard/davol ptfe mesh were used in combination of an open and robotic surgical approach to repair the flank hernias performed by one surgeon. Each patient underwent a similar operation with an intraperitoneal mesh as well as an onlay mesh. All but three patients received a coated macroporus ptfe mesh (non bard/davol) as the intraperitoneal mesh. The remaining three patients received a ventralight st. The onlay mesh was either soft mesh or a combination ptfe mesh. Outcomes analyzed included wound infection, seroma formation, hematoma formation, mesh infection, weight gain, hernia recurrence, reoperation and chronic pain. The most common postoperative complication requiring intervention was the development of a seroma or hematoma. Most of these were treated with percutaneous drain placement or ultrasound (us)- guided aspiration. Two patients required evacuation of the seroma or hematoma in the operating room after failed resolution with drain placement. Persistent pain as defined as pain at the prior hernia site persisting for over 3 months postoperatively was present in 5 patients. Hernia recurrence occurred in only 1 patient. As such an MDR is reported to document the post-op complications.